Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported lock up failure. Physio replaced the system controller pcb and user interface pcb assemblies to observe proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Event description:
It was reported that the device powers on with white screen and fails to boot up, lock up. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control further evaluated the removed user interface and system controller pcb assemblies and determined that the cause of the reported failure was due to a failure of two integrated circuit chips, designators u24 and u25 from the system controller pcb assembly. The two integrated circuit chips would intermittently send corrupted data, which caused the failure to boot-up and also logged multiple event codes.